Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the pump¿s black box revealed low battery warnings follow by a replace battery alarm. The pump booted to the verification screen with audible and vibratory features. During rewind step, the pump emitted a cs 078 alarm. There was no damage found to the returned battery cap. The pump was returned with moisture behind the display lens. There was no moisture observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump cover was removed and there was internal moisture damage found to the printed circuit board and on internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. The customer also alleged that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.